Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sils/lap chole. According to the reporter: one side of the dissector fell off inside the patient. This had nothing to do with the shaft, rather just one side of the distal tip of the instrument broke off. No extra or unnecessary tension or force was applied. The piece was removed from patient. Doctor used another different dissector.